Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device patch with lot number 1667679. Brown particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, red particles on the shell, cloudy color in the gel, and deformation. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Physician reported bia-alcl. Cd30+ and alk- confirmed on pathology report of seroma fluid. MRI report also noted intracapsular rupture. Right side. Device explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma-alcl and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and lymphoma-alcl.

Event description:
Physician reported bia-alcl. Cd30+ and alk- confirmed on pathology report of seroma fluid. MRI report also noted intracapsular rupture. Right side. Device explanted and replaced.